Event description:
It was reported that during a laparoscopic prostatectomy procedure, the indicator just showed orange and it was believed that there was another clip in the applier. The jaws clamped shut on the vessel. The applier was pulled off the vessel. The surgeon had a very dark theatre with no lights on. He uses many clips for this procedure (can use up to 8 appliers in a single case) and it is not possible to keep a sure count up to 15. The applier has been discarded. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.